Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 7300tfx 29mm pericardial valve in tricuspid position was disabled via a valve-in-valve procedure after an implant duration of 4 years, 2 months due to stenosis. A 9755rsl 29mm transcatheter valve was implanted successfully.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed including valve implant position. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.